Event description:
The customer reported that the communicator (gantry microphone) inside the exam room was not operational and the operator could not hear the patient. There is no report of harm to a patient or an operator as a result of this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).